Manufacturer narrative:
On (B)(6) 2016: boston scientific update: patient presented on (B)(6) 2016 with unipolar safety pacing in the setting of low impedances on his atrial lead. Patient was there for atrial lead extraction and reimplant of a new lead. No complications. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. A deformation of the outer coil was found approximately 5 cm distal to the is-1 connector pin which most likely resulted from constant pressure against the generator housing. However the insulation was intact. In addition a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to forces applied during the extraction procedure. Furthermore cuts in the insulation were noted 14 cm and 16 cm distal to the is-1 connector pin. Blood penetrated the lead in these areas. The cuts presumably occurred during the extraction procedure. In conclusion, the analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to a product performance issue.